Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, g.1, h.6. Reason for reoperation: rupture.

Event description:
Patient additionally reported rupture.

Event description:
Patient also stated "diagnosed with cll for several years," which is not related to the device.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  Further investigation results: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with allergan medical procedures. Seal strength results were acceptable. Environmental monitoring confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run (B)(4) is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for gel breast implants for the period of oct 17 through sep 19, were noted two outliers in nov-17 and jan-18. An additional analysis was performed to determine any pattern or any similarities relation between prs involved. It was found that some primary packaging operators were involved in more than one occasion, however the people were trained in the corresponding procedure. Also, calibrations, maintenance and process validations of all equipment¿s involved in more than one occasion were reviewed and it was determined that they were performed on time and met specifications. In addition, all the records involved in this month were reviewed and no issues were found associated to either event. In addition, all the records involved in this month was reviewed and no issues, deviations or ncs were found associated to either event. Given the fact that the cause of the infection cannot be specifically associated to costa rica manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection (late onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (late onset). This is a known potential adverse event addressed in the product labeling.

Event description:
A patient reported experiencing the events of ¿spent 4 days in hospital in 2011 or 2012 due to an infection¿ and ¿has been diagnosed with cll for several years¿. Device remains implanted. This record is for the left side.